Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Per the legal manufacturer, the hole near button number one has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. However, the cracked and peeling forceps cover glue found during estimation is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 5 years have passed since the subject device was manufactured. A definitive root cause for the cracked and peeling forceps cover glue could not be identified from the results of the investigation; however, one of the following causes are likely: (1) during transport, storage, use, cleaning, etc., the adhesive was peeled off by applying external forces such as rubbing the site strongly; (2) the adhesive deteriorated and peeled off after prolonged use. The instructions for use have the following statement which can prevent the event: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: two leaks were identified, one at the forceps passage and one at the elevator channel inlet. The probe unit and scope connecter are loose. The forceps cover glue is cracked and peeling. The switch button is cut. There is a buckle in the insertion tube (not affecting function). The control knob has play. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera ii ultrasound gastrovideoscope was found to have a hole near button number one. There was no patient impact related to this occurrence.